Manufacturer narrative:
The balloon of 2mm x 2cm x 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter had ruptured at four atmospheres (atm) after it was being inflated at the calcified lesion near p1. This was probably due to the severe calcification of the lesion. There was no reported patient injury. The device was replaced with a new unknown balloon catheter and the procedure was completed. The device was stored, handled and prepped per the instruction for use (IFU). There were no visible damages noted to the packaging as well as the device itself prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. A non-cordis contrast media was used in conjunction with the device during the procedure with 50:50 ratio with saline. A non-cordis indeflator was also used which was successfully used with other devices. There was no unusual force used at any time during the procedure and the device was removed intact in one piece from the patient. The product was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 17716008 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of 2mm x 2cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter had ruptured at 4 atmospheres (atm) after it was being inflated at the calcified lesion near p1. This was probably due to the severe calcification of the lesion. There was no unusual force used at any time during the procedure and the device was removed intact in one piece from the patient. Therefore, to complete the procedure, the device was being replaced with new unknown balloon catheter. There was no reported patient injury. The device was stored, handled and prep as per the instruction for use (IFU). There were no visible damages noted to the packaging as well as the device itself prior to use. There was no difficulty removing the product from the hoop and from the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. A non-cordis contrast media was used in conjunction with the device during the procedure with 50:50 ratio with saline. A non-cordis indeflator was also used which was successfully used with other devices. The device will not be returned for evaluation as it was being discarded in the hospital.